Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -5.5/1.50/087 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The lens implanted and removed. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4)